Event description:
It was reported that the patient's wife called the cardiologist to report the patient had died. The relatedness of the death to the device is reported as "unknown." The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's wife called the cardiologist to report the patient had died. The relatedness of the death to the device was reported as "unknown." The cause of death has been requested and not received. Follow up revealed the medical record reported patient had unwitnessed arrest and down-time before advanced cardiac life support was 45 minutes. Upon arrival to ER, patient cyanotic and in asystole. No response to resuscitation attempts. The patient diagnosis was reported as cardiac arrest.